Event description:
**Update** (B)(4) 2013 new litigation papers received. Litigation alleges physical injury and bodily impairment, and debilitating lack of mobility. There is no new additional information that would affect the investigation.

Event description:
Patient was revised due to pain, elevated metal levels, and fluid collection. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; elevated cobalt chromium levels; fluid collection under the posterior capsule of the hip; fluid was grayish-green, consistent with an adverse response to metal debris; mild corrosive changes noted at the trunnion; 20% bony ingrowth, at most, of acetabular component; large osteolytic lesion in acetabulum. Adapter sleeve, stem and stem sleeve added to complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.